Event description:
It was reported that subsequent to the implant of a protegen sling, the patient had a continuing series of problems. The device was scheduled to be removed in 2002. The device was not returned for evaluation.